Event description:
Patient 1 initial creatinine result of 1.3 mg/dl. Same sample repeated two times, recovered 1.9 mg/dl and 1.4 mg/dl. Patient 2 initial creatinine result of 1.9 mg/dl, same sample repeated two times, recovered 1.9 mg/dl and 2.6 mg/dl. Patient 3 initial creatinine result of 0.7 mg/dl. Same sample repeated recovered 1.5 mg/dl. The results were not reported. The field service representative was unable to determine cause. Performance check tests were performed and within specification.